Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported upstream occlusion alarms which were not reproduced. A review of the event history log identified upstream occlusion messages. The evaluator found the ultrasonic sensor out of specification which can cause false upstream occlusion alarms. The upstream sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion. The event happened during testing in the biomed service department. There was no patient involvement. No additional information is available.